Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon was able to squeeze the handle but there were no clips being deployed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.